Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the button contacts. Unrelated to the complaint, evaluation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the down arrow and ok keypad buttons were hard to push and required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.